Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system. It was also mentioned that the drive support cap was sticking out. Blood glucose level was 500mg/dl at the time of the incident. Customer was treated with manual injection. The customer was advised the insulin pump will need to be replaced and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.